Manufacturer narrative:
No product returned for investigation. The cause of the low pump flow was patient condition related as the patient was also on va ECMO and blood administration was improving flows and hemodynamics. The cause of the anticontamination sleeve damage was not determined since insufficient clinical details were provided and no product was returned. The cause of the arrythmia and thrombosis was unable to be determined due to insufficient clinical details. The cause of the hemodynamic instability, major bleeding, hematoma, and necrosis cannot be determined as insufficient clinical details were provided. The device passed all post-sterile inspection checks.

Event description:
The complainant reported impella 5.5 was successfully implanted across the aortic valve (5.2 cm depth), pointed toward apex. Initial flow setting started at p-2 and ramped to p-4. Upon cardiovascular intensive care unit (cvicu) arrival, flow was only 0.8 l/min at p-3. While on support, the patient experienced ongoing chest tube bleeding, requiring overnight surgical washout and leaving the chest temporarily open. The patient experienced intermittent ectopy. Volume was given to the patient, electrocardiogram machine confirmed patient in atrial fibrillation (afib) with left axis deviation (l-axis deviation). Additionally, a gastrointestinal bleed was treated with 1 unit of packed red blood cells intraoperatively. Imaging raised concern for hemorrhagic pancreatitis, and later revealed abdominal hematoma and necrotizing hepatitis. Product sleeve damage was also reported. Plan to withdraw care was discussed. Extracorporeal membrane oxygenation circuit clotted off and patient expired on support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.